Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after having a stent implanted for glaucoma, a patient is experiencing hypotony and visual deterioration. The surgeon put a suture in to help increase the intraocular pressure (iop) but there was no change. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the event resolved with aftercare and unplanned multiple surgeries with revision of stent.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).